Manufacturer narrative:
Correction made to b3/d10: 5/18/2024 (previously submitted as 5/1/2024). Correction made to g3: date received by MFR: 6/6/024 (previously reported as 6/9/2024). Additional information: b5: small cracks were identified at one end of the dialyzer. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and did not show evidence of the reported leak. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the header of a polyflux 140h during priming. There was no patient involvement. No additional information is available.